Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding and 600 ml of blood was lost at the end of the case. Earlier during the procedure, a 23601 error occurred during the second forceps biopsy. At that time, the catheter went into passive mode which is an expected behavior. However, the customer was able to recover from the error and the physician re-articulated the catheter to the virtual target. The physician was able to proceed with the procedure. An unspecified time later during the procedure when the physician was taking two more forceps biopsies, blood was noticed in the et tube (ett). The ion robot was then disconnected by the customer and intervention was initiated with an olympus scope. The physician believed that the forceps biopsies had caused the bleeding. The use of the emergency crash cart and supplemental oxygenation (ECMO) was called for and intervention continued. Intuitive surgical, inc. (Isi) reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. Although the customer encountered a 23061 error, the user was able to recover from the error and proceed with the case. The user re-articulated to the virtual target and continued with the procedure. When a fault condition is detected, all carriage motors transition to a safe state and in addition, the catheter transitions to a limp state. The user performed two subsequent forceps biopsies an unspecified time later and noticed bleeding. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer, as of 11-aug-2022. Review of the error logs show one instance of error 23061 that was generated during the procedure. The logs indicate that error 23061 was immediately followed by error 23216, which indicates that the catheter went passive. The system recovered from the recoverable fault and the procedure was continued. A review of a video provided by the customer was conducted by an isi clinical development engineer (cde). Based on the video review, the target is located in the left lower lobe (lll) and the user appears to have navigated close to the target in just over 2 minutes (from start of recording). The user spends around 2 minutes localizing the lesion with radial and making small catheter adjustments before performing a cbct spin (using cios spin) with the radial ebus probe outside of the catheter tip. After 3d reconstruction, the user utilizes the ion/cios spin integration feature to update the virtual target's location. The user then retracts the radial ebus probe. Just before the 10-minute mark of the recording, the user begins passing biopsy tools under fluoro. Fluoro indicates that a brush, forceps, and needle were used for the biopsy passes. The user makes small adjustments throughout the biopsies. At 20min 42sec into the recording, the top monitor shows the following text "system issue recover at controller touchscreen. Error code 23061". The catheter tip is no longer pointing at the virtual target because it has gone into passive mode. The error is recovered and the user re-articulates the catheter tip back towards the virtual target (which is still updated). Fluoro indicates that the user continues to biopsy with forceps. After a few biopsies with the forceps, under fluoro, the forceps change trajectory and move distally at 26min 1sec into the recording. At 26min 35sec into the recording, the catheter is quickly retracted. Messages on the screen indicate that the catheter guide is retracted and the swivel connector is disconnected from the docking spar. Aside from the aforementioned 23061 error, the video does not indicate any system malfunction. The video is consistent with the events as described by the physician. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, blood was noticed in the et tube after the physician performed two forceps biopsies. As a result, the customer disconnected the ion from the et tube and intervention was performed with an olympus scope. The patient was reported to have lost 600ml of blood. It was unknown if a blood transfusion was required. An emergency crash cart and supplemental oxygenation (ECMO) were called for and intervention continued. Although the physician believes that the forceps biopsies caused the bleeding, the root cause of the complication is unknown. The patient¿s current status was unknown.